Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the distal lad artery exhibiting 85% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning and was seen on removal of the device from the patient. The procedure was completed using a non-medtronic stent. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th and 8th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.